Event description:
Customer called to ask for instructions on how to rinse when using cidex opa. Asp customer care reviewed portion of IFU that discusses rinsing with the customer. Customer then asked if asp could review all of the IFU to insure the product is used correctly. While reviewing the test strips info on the IFU, the customer stated that their facility does not test before each use; they test once a day. The asp customer care explained the importance of testing the solution before each use. The customer did not respond to asp's attempt in retrieving more info regarding potential injuries.